Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that a patient charges their controller to 100%, then attempts to charge the ins. When the ins is approximately 30% charged the controller gets hot and the lithium battery is already discharged. Caller does not know how long (time) the patient is charging when this occurs. Caller is not w/ patient to perform troubleshooting. Caller does not know event date. Recommended calling back with further information, or have patient reach out to pss. No symptoms were reported. Additional information was received. The patient(pt) called in stating their rep said to call in because when attempting to recharge the ins it was not working properly for the rtm cord was getting hot. Pt could not recharge the ins and it would shut off when trying to recharge. A replacement rtm was sent to the patient. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was an intermittent no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.